Event description:
A surgical coordinator reported that one day following an intraocular lens (iol) implant procedure, a patient experienced blurry vision and the iol was subluxed. The lens was exchanged one day later for a different lens model. In a f/u, the surgeon reported the lens was exchanged due to iris chafing and inferior subluxation of the lens. A capsule tear occurred while dialing the lens into place. The lens displaced out of the visual axis, and the patient's vision decreased. The surgeon reported the lens did not cause or contribute to the event. The event resolved without treatment following the lens exchange procedure. The surgeon indicated the use of an incorrect cartridge/handpiece combination during the implant procedure.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. File info provided indicated the use of an approved cartridge. The product history records could not be reviewed for the associated cartridge because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. An unapproved handpiece was indicated. Due to its design, the cartridge cannot be used properly with the handpiece that was used. It is unknown which viscoelastic was used in the cartridge. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received. (B)(4).